Manufacturer narrative:
This report is submitted on 14 february 2020. (B)(4).

Event description:
Per the clinic, the device was explanted on (B)(6) 2020 due to the patient's need to have MRI's. The patient will be re-implanted at a later date.